Manufacturer narrative:
Findings: unit power up properly after battery installation. No missing segment/partial display anomaly noted. Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed a21 error test, self-test, rewind test, prime/a33 test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she had a piece broken off her pump where the battery goes in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6)lbs.